Event description:
Electrosurgical instruments were being prepared and checked for function prior to a laparoscopic cholecystectomy case. A monopolar connecting cable sparked and came apart near the end of the cable that connects to a hand instrument. No injury was reported. Another cable was utilized with the equipment being checked.